Event description:
It was reported that pt underwent knee procedure in 2009. Upon review of post-op tray at about 4 days later, it was discovered that metal tab on the femoral impactor was broken and missing. Post-operative x-ray showed that pt retained metal tab. Surgeon does not intend to remove tab, unless it starts to compromise the intended procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.